Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with scoliosis and underwent oblique lumbar interbody fusion(olif) surgery at l2-5 levels. During surgery,the cage broke. The product came in contact with the patient. Fragments of the cage remains in the patient. About 90% of the cage was explanted. 10% of it was not collected. There was a delay of less than 60 minutes in the overall procedure time as a result of this event. No patient complications were reported.

Manufacturer narrative:
Product analysis: only one small portion of the implant returned for analysis (~3mm). Microscopic fracture surface examination identified rays emanating from the one corner of the implant surface. The above observations are consistent with brittle overload. If information is provided in the future, a supplemental report will be issued.